Event description:
While wearing the external equipment, the patient reportedly experienced intermittencies and a pain sensation at the implant site. In november 2004, the patient was seen by a company representative for evaluation. Testing performed confirmed that the device was functioning. The patient continued to be monitored by the center. The patient reportedly experienced a change in sound quality. In 2005, the patient as seen by a company representative for device evauation. Testing performed confirmed that the device was not fully functional. Surgery to explant the patient's device was scheduled.